Event description:
Following a wrist arthroscopy procedure, a chip from the tip of the wand was reported to be missing. It was reported the fragment may be remaining in the patient. No patient injury was reported.

Manufacturer narrative:
The device is reported as returning for investigation. A follow up report will be provided after the device has been returned and an investigation has been completed.